Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to his device was not inflating. The cylinders and pump were replaced and connected to the previous reservoir. No information about the patient's outcome was provided. No more information is available at the moment.